Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h3, h6, h11. An olympus field service engineer (fse) was dispatched to the user facility and confirmed the reported issue. The power supply just slightly unplugged and once properly connected monitor powered on. The subject device will not be sent back to olympus for further evaluation and repair. In addition, the following reportable malfunctions were identified during the device evaluation: the power supply just slightly unplugged. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the power supply just slightly unplugged. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device was not powering up. This was discovered during set up / inspection for use. There were no reports of patient harm.